Event description:
Reported by the customer as: pump continued to pump air into the pt after food was gone. Incident occurred twice. The caregiver reports that she may have to take her son to the hospital as a result.

Manufacturer narrative:
Customer provided notification only. The pump was returned to pediatric health choice. Should more info become available a follow-up will be submitted.